Event description:
Patient was leaking frequently and could not fully eliminate voids. They changed the program from p1 to p2. Patient stated that when they voided since last night, patient was leaking not really having a stream it was a dribble. Before the evaluation, patient was able to urinate a stream and then leaked in between voids. Patient's stimulation was turned off at the time of the call. They had patient turned stim back on and increase stim so it was felt. Patient was on program 2 still. Patient was feeling stim in their lower left back, just above the buttocks. Patient had been all 3 programs, patient was rating evaluation a "3". For worse than expected. Patient stated that evaluation rating was a "2" before, and now it's about a "3". Patient was hard of hearing. They mentioned that since verify was turned off, his stream was stronger and they were leaking and changing pads less. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.